Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to dislodgement. Patient is in chronic af so physician chose not to replace lead. Should additional information become available, this file will be updated.